Manufacturer narrative:
Updated manufacturer's investigation analysis: analysis conclusion: the evaluation of heartmate ii lvas, serial number: (B)(6), as well as the replaced external portions of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events. However, based on previous complaint history, the low speed and pump stop events captured in the submitted log file appear consistent with potential driveline wire compromise. Furthermore, the report of suspected thrombus could not be confirmed through the evaluation of the returned pump. (B)(6) was returned assembled with the driveline (dl) severed approximately 4.5¿ from the pump housing. A distal portion of the driveline was returned measuring approximately 21.5¿. Evidence of a previous distal-end driveline replacement was observed on the 21.5¿ dl segment. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, sealed outflow graft bend relief, and bend relief collar were not returned. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Two distal-end driveline replacements were performed on (B)(6) 2019 under work order#: (B)(4) and approximately 12.5¿ and 13¿ of the external portions / distal-ends of the driveline were returned for evaluation, respectively. Electrical continuity testing of both replaced portions of the driveline was conducted and all wires were found to be electrically intact. Visual inspection of the wires of both replaced driveline portions revealed no evidence of breaches or damage to the wire insulation or underlying conductors. Additional hi-pot testing of the dl segments did not reveal any areas of compromised wire insulation that would have contributed to the reported events. The 4.5¿ pump-end dl segment as well as the 21.5¿ dl segment were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. Visual inspection of the wires of both returned driveline portions revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The dl segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. Section 1 of heartmate ii IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d10: additional information; the exchanged pump was returned for evaluation no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient received a pump exchange due to suspected pump thrombosis. No further information was reported.

Manufacturer narrative:
Additional information was reported.

Event description:
The patient received a pump exchange on (B)(6) 2019. The patient was discharged on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Sex, device identification, explant date, device manufacture date: additional information brand name: correction. Manufacturer's investigation conclusion: the evaluation of the replaced external portions of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events. However, based on previous complaint history, the low speed and pump stop events captured in the submitted log file appear consistent with potential driveline wire compromise. Two distal-end driveline replacements were performed on (B)(6) 2019 and approximately 12.5¿ and 13¿ of the external portions/distal-ends of the driveline were returned for evaluation, respectively. Electrical continuity testing of the first (12.5¿) replaced driveline portion was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. The silicone jacket showed no signs of damage. The bionate cover revealed areas of discoloration but was otherwise unremarkable. Areas of breakdown in the metal braided shield were observed at the base of the metal connector and approximately 1.5" through 3.5", 5.5" and 7.5" from the metal connector. Electrical continuity testing of the second (13¿) replaced driveline portion was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. A layer of white teflon tape was observed approximately 7" through 11.5" from the metal connector. Removal of the tape revealed evidence of the previous dl repair approximately 8.5" through 10.5" from the metal connector. The grey and black shrink tubing as well as the copper tubing and shrink wrap showed no signs of damage. No debris or signs of corrosion were observed around the repair site. The silicone jacket, bionate cover, and metal braided shield showed no signs of damage. Visual inspection of the wires of both returned driveline portions revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline portions were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The account reported that following both driveline replacements, the patient experienced further pump stops/red heart alarms while connected to a grounded cable. The patient was kept on battery power with a non-grounded patient cable and remained ongoing on heartmate ii lvas, serial number (B)(4), until (B)(6) 2019 when the patient received a pump exchange. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. If the device is returned at a later date, the investigation will be reopened to include the evaluation of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the patient experienced red heart alarms and a pump stoppage event on (B)(6) 2019. Log file analysis noted pump stoppage events while the patient was connected to the mobile power unit (mpu). A driveline disconnect was noted in the log file. No further information was reported. On (B)(6) 2019 tech services preformed a driveline evaluation/repair. After the repair, the patient was tethered on a grounded patient cable. The hospital had the patient perform body movements standing up, sitting. While sitting, patient experienced pump stops / red heart alarms. The hospital immediately tethered patient on batteries / unshielded pt. Cable without further issue. The site requested a 2nd driveline repair farther up from the original driveline repair. Post second repair, the patient was tethered patient on grounded patient cable. The patient repeated the movement post initial repair. While sitting, patient experienced pump stops and red heart alarms which suggests potential wire fracture farther up the driveline internal. After the second repair the patient was tethered via batteries and unshielded patient cable without further issue. The patient was later issued a unshielded patient cable. The patient remains admitted due to continued pump stoppage events after the repairs. The patient is undergoing evaluation for pump exchange. No further information was reported.